Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 by the arthroscopy journal titled ¿primary hip labral reconstruction shows superior outcomes compared with revision reconstruction after primary repair at minimum 2-year follow-up¿. The study reviewed seventy-five (75) patients who underwent hip procedures using arthrex fibertak devices. Fourteen (14) patients were documented to have had femoroacetabular instability resulting in a revision arthroscopy or conversion to tha during the twenty-four (24) month follow-up period. Ref: kahana-rojkind, a. H., et al. (2025). "Primary hip labral reconstruction shows superior outcomes compared with revision reconstruction after primary repair at minimum 2-year follow-up." Arthroscopy 41(11): 4583-4593.e4581.